Manufacturer narrative:
Section a2, a4, a5: unknown/asked but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 : telephone (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had a central scratch in the middle of the lens and was not noticed until the iol was implanted. The iol was removed and replaced during the same surgery with a non-defective lens. Through follow up, it was learned that there was no patient injury. No further information was provided.

Manufacturer narrative:
Additional information: further information was received and reported that the patient had sutures after the lens was cut and removed from the patient's operative eye. The patient reported dissatisfaction-a longer and more complicated road to recovery and longer time for eye to begin stabilizing. No further information was provided. The following sections have been updated accordingly: section h6: health effect - impact code: 4625 - sutures. Section h6: medical device problem code: 3191 - dissatisfaction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: further information was received and reported that the patient had the incision enlarged during the removal and replacement of the intraocular lens. Therefore, this information is captured in this supplemental report. The following sections have been updated accordingly: section h6: health effect - impact code: 4625 - incision enlarged. Section h6: health effect - clinical code: 4581 - incision enlarged. Device evaluation: product was not returned to manufacturing site so product testing could not be performed. Photos were provided by the customer and were evaluated. The photographs displayed an implanted lens with a mark across the lens that was almost perpendicular to the haptics. No further evaluation can be performed on a photographic evaluation. The complaint issue of dc-cosmetic issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.